Event description:
Reportedly, during the implantation procedure of the device involved in this MDR report, the sealing cap of the connector header was not sealed anymore once the physician withdrew the screwdriver outside the screwdriver's slot. The device was not implanted and was returned for analysis.

Manufacturer narrative:
October 01, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.